Event description:
A tandem mobi cartridge alarm was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer acknowledged the alarm, which occurred alongside an occlusion, and continued to use the insulin pump. There were no previous reports of similar alarms with this pump.